Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved in this event. However, the customer's biomed has advised that the bad internal ECG cable was replaced. The biomed noted that the iabp unit passed all preventative maintenance (pm) and operational checks then ran the iabp unit for a few hours to make sure no further issues were observed. Subsequently, the iabp unit was returned to use. (B)(6).

Event description:
During troubleshooting performed by the customer's biomedical engineer, it was observed that the internal ECG connection was not working. Since the event occurred during troubleshooting, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
During troubleshooting performed by the customer's biomedical engineer, it was observed that the internal ECG connection was not working. Since the event occurred during troubleshooting, there was no patient involved and no adverse event was reported.